Manufacturer narrative:
The investigation of the reported complaint has been finalized. The review of the returned device logs confirm that there was no ventilation stop during patient treatment. The device log did contain several monitor restarts. When this happens the monitor will go black during the restart and this can be perceived as a system shutdown. If the event happens during patient treatment, the ventilation will continue with set values. The device logs also contained two technical alarms, one that indicates a communication error and another that indicates an audio alarm error to the panel subsystem. The reported device was investigated by our filed service engineer at the hospital. The device control cable was replaced. After this the device passes all tests and was returned back to clinical service. Our conclusion is that the customer issue was caused by the faulty control cable. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).

Event description:
It was reported that the ventilator alarmed for internal communication error and ventilation stopped. Patient involvement is unknown. Importer ref. #: (B)(4) manufacturer ref. #: (B)(4).